Event description:
Physician was attempting to deliver one resolute integrity to a severely calcified lesion at the lad with 99% stenosis and slight tortuosity but the device could not cross. When the physician attempted to pull out the device, lifting of struts occurred at the distal edge of the stent when the device was passed through the guide catheter edge. Another resolute integrity stent was used as replacement. Evaluation summary: the stent was positioned between the marker bands. The 1st and 2nd proximal segments were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis and severe calcification. Related to another device - guide catheter has contributed to the stent damage. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver and stent deformation). Related to another device - guide catheter has contributed to the stent damage. (B)(4).